Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
There is no update to the prior event description provided.

Event description:
It was reported that the patient underwent a revision procedure due to non union of the pelvic discontinuity. The patient's continuity did not heal. Their tmars cup and tmars cup cage construct were exchanged. There is no additional information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: e1: establishment name, address and phone number.

Event description:
It was reported that the patient underwent a revision procedure due to non union of pelvic discontinuity. The tmars cup was revised to a tmars cup cage construct. There is no additional information available at the time of this report.

Manufacturer narrative:
(B)(4). D10: p0463048, item number: avan cmntd shell ss 48mm, lot number: 1477885. G2: foreign: australia. The device will not be returned for analysis as it¿s location is not known; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch will be submitted h3 other text : device location is unknown.